Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lethargic patient presented in clinic for routine checkup. Upon interrogation, the right atrial lead exhibited noise. Isometric testing and arm movements were able to reproduce noise. No intervention was performed. The patient would continue to be followed up. There were adverse consequences to the patient.